Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The ultrafiltration (uf) volume was 2231 ml. The drain volume was 4631 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Product surveillance followed up with the nurse and provided the results of evalaution and the probable cause identified. The nurse stated she thought they were aware of the overfill, but would follow up on the issue. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device evaluation is in progress but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The rite (return instrument test/evaluation) test was performed when the device was returned to the (B)(4) for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain-false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).